Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2024 lead explanted (B)(6) 2024. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise can be seen on the ff and intracardiac channels leading to inappropriate nst detections. An inappropriate shock was delivered on (B)(6) 2024 due to lead noise. The patient reported they were stirring pasta at the time. Ff noise could be recreated in person. Lead impedance and threshold remains steady and within normal ranges. The short rv interval counter began incrementing in (B)(6) 2024. Lead remains implanted. Should additional information be received, this file will be updated.